Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, service history review, functional testing, and a review of the alarm log were performed. During evaluation, no evidence of the reported condition was found. However, the device was out of specification due to an unrelated issue. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presents occlusion. This occurred before use. There was no patient involvement. No additional information is available.